Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that there was no capture due to high thresholds and low sensing thresholds. The impedance had also showed a decrease. Noise was observed during the explant procedure. The lead was explanted and replaced.